Event description:
A distributor reported that the patient controller did not synchronize with the implantable neurostimulator (ins). Unknown tests were carried out and the issue remained. It was also reported that the recharger telemetry module (rtm) did not charge the ins. The rtm was tested and was found to be heating up at the base of the rtm antenna head connection and was unable to charge the ins. The rtm heating occurred ¿only during recharging attempts.¿ it was noted that there were communication issues experienced whereby the rtm did not synchronize with the ins, bur no error messages were observed. There was no damage observed with the rtm. The patient controller and rtm were replaced and the issues were resolved. It was noted that there were no patient symptoms or complications associated with the event, no medical or surgical intervention was needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 9 7755-s lot# serial# (B)(6), product type recharger g2 country: brazil. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6): product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. There was seam separation at the entrance of the recharger donut / the end was splitting open. Additionally, the following recharger failure occurred: no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.